Event description:
The customer reported a clear fluid was dripping from underneath a coulter lh 750 hematology analyzer. The leak was not contained to the instrument. The operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure of the leak to open wounds or mucous membranes. There were no erroneous results generated in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from loose quick disconnect (qd) fittings on the differential mixing module and flowcell; the fittings were tightened to resolve the leak. (B)(4).